Event description:
During use, the partition membrane became indented.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. Two photographs and one q-syte connector were provided for investigation. The top disc of the septum had separated from the rim of the top body. A portion of the septum top disk was pushed within the opening of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was assembled; however, it could not be determined when or how the q-syte connector was damaged. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.